Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing confirmed and reproduced the device disconnection alarm. However, the issue was no longer reproducible when the device settings were changed. Review of the battery logs and performance testing found no issues with the internal battery. Based on all evidence, the investigation determined that the disconnection alarm failure was most likely due to a transient software issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to trigger a disconnection alarm and had a battery issue. There was no patient injury reported as a result of this incident.